Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call partial display on the insulin pump. Customer advised the display screen has moisture and it goes fuzzy. Troubleshooting for the partial display was performed. Customer advised the insulin pump has been pressed up against their skin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents within the specified range and passed the off no power test and self test. No failed battery test or display anomaly was noted. The insulin pump was received with moisture damage on the liquid crystal display circuit board and a cracked reservoir tube lip.